Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during the second inflation. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.